Event description:
Procedure: thoracoscopy with a thoracotomy and wedge resection of the right lower lobe. According to the reporter: there were no problems with previous firings. The sulu was applied over the thickest portion of the lesion. The instrument misfired and lacerated the artery. There was rapid bleeding. Application of another load did not control the bleeding. The patient was opened and the bleeding was controled with an open gia stapler. Blood loss was reported as 2,000cc and blood transfusion was required. Surgery delay was reported as one hour.